Event description:
It was stated at the time of the report that the patient experienced severe halos and night glare at the first month visit accompanied by severe light sensitivity, halos, night glare and starbursts at the six month visit. The patient stated that it was interfering with normal everyday life.

Manufacturer narrative:
(B)(6). Intraocular lens. The lens was not returned for evaluation. At the time of the report, the lens remained implanted. The manufacturing record review was performed and showed that the lens was manufactured per specifications. Diopter measurement records were reviewed and shown to be in compliance with the labeled dioptric power. Prior to release to market, the lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.